Event description:
It was reported that the device had failed the rate accuracy test, tried to calibrate it, failed calibration as well because the infused amount was out of the acceptable range 1st trial : 11.02 , 2nd time : 11.12. It might be a motor issue rather than a pressure sensor issue.. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the pump module failed calibration test was confirmed and replicated during testing. The device was fully evaluated, and the issue is being attributed to the lifting of the top right, middle right and middle left bezel boss inserts. On october 17, 2025, bd issued a notice to remind users to be aware that dropping the alaris¿ pump module may cause damage to internal components. Drops or severe jarring may damage the alaris¿ pump module bezel assembly, this damage can cause under-infusion, over-infusion, unregulated flow, or failure of the alaris¿ pump module to calibrate. The external and internal inspections were performed on the suspect pump module. It was found that the top right, middle right and middle left bezel boss inserts were lifted. All pump module parts inspected were determined to be manufactured by bd. A calibration task was performed on the suspect pump module using the alaris system maintenance software. The device¿s vpmr value measured 146.4 l which was found to be out of specification. For testing purposes, a known good bezel assembly from the dchu facility was temporarily installed in the suspect device. Additional calibration was then performed, and the pump module passed with an error of 0.0833% and a vpmr of 173.3 l. Results indicate the device was operating within specification. The event date was reported as 04 november 2025; the time of event was not reported. A review of the suspect pump module error log showed the error log table was cleared on the reported event date at 12:01 pm. The pump module event log showed the suspect device was attached to the concomitant pcu module s/n (B)(6) as channel a at 10:28 am, however no infusions were programmed on the reported event date. The pump module event log does not contain keypress information, therefore, it is not possible to confirm whether maintenance mode was accessed via the pcu, as the pcu and its associated logs were not returned for investigation. Per the field action regarding an urgent medical device product correction (mms-24-5134-fa) customers should not use a device that has been dropped or severely jarred. Devices that have been dropped or severely jarred should be segregated and sent to biomedical engineering for inspection, to ensure the device is functioning properly before reuse. As directed in the ¿summary of warnings and cautions¿ section of the bd alaris¿ infusion system with guardrails¿ suite mx user manual: ¿if a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before reuse.¿ this report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the pump module failed calibration test was confirmed and replicated during testing. The device was fully evaluated, and the issue is being attributed to the lifting of the top right, middle right and middle left bezel boss inserts. On october 17, 2025, bd issued a notice to remind users to be aware that dropping the alaris¿ pump module may cause damage to internal components. Drops or severe jarring may damage the alaris¿ pump module bezel assembly, this damage can cause under-infusion, over-infusion, unregulated flow, or failure of the alaris¿ pump module to calibrate. The external and internal inspections were performed on the suspect pump module. It was found that the top right, middle right and middle left bezel boss inserts were lifted. All pump module parts inspected were determined to be manufactured by bd. A calibration task was performed on the suspect pump module using the alaris system maintenance software. The device¿s vpmr value measured 146.4 l which was found to be out of specification. For testing purposes, a known good bezel assembly from the dchu facility was temporarily installed in the suspect device. Additional calibration was then performed, and the pump module passed with an error of (B)(4) and a vpmr of 173.3 l. Results indicate the device was operating within specification. The event date was reported as (B)(6) 2025; the time of event was not reported. A review of the suspect pump module error log showed the error log table was cleared on the reported event date at 12:01 pm. The pump module event log showed the suspect device was attached to the concomitant pcu module s/n (B)(6) as channel a at 10:28 am, however no infusions were programmed on the reported event date. The pump module event log does not contain keypress information, therefore, it is not possible to confirm whether maintenance mode was accessed via the pcu, as the pcu and its associated logs were not returned for investigation. Per the field action regarding an urgent medical device product correction (mms-24-5134-fa) customers should not use a device that has been dropped or severely jarred. Devices that have been dropped or severely jarred should be segregated and sent to biomedical engineering for inspection, to ensure the device is functioning properly before reuse. As directed in the ¿summary of warnings and cautions¿ section of the bd alaris¿ infusion system with guardrails¿ suite mx user manual: ¿if a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before reuse.¿ this report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed the rate accuracy test, tried to calibrate it, failed calibration as well because the infused amount was out of the acceptable range1st trial : 11.02 , 2nd time : 11.12. It might be a motor issue rather than a pressure sensor issue.. There was no patient involvement.

Event description:
It was reported that the device had failed the rate accuracy test, tried to calibrate it, failed calibration as well because the infused amount was out of the acceptable range. 1st trial: 11.02, 2nd time: 11.12. It might be a motor issue rather than a pressure sensor issue. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.